Event description:
It was reported the pt had their dbs leads repositioned twice due to discomfort and being too close to the surface of the skin. It was further reported "if the ins was closer to the leads, it would prevent having leads down the neck and reduce the chance of lead migration and/or breaks and increase mobility for the pt". The date of the second reported 'revision" was not reported. See MFR report # 3004209178-2008-4337. Add'l info has been requested, but was not available on the date of this report.